Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels. The patient's mother reported that there was an insulin leak in the connection between the pump cartridge and infusion set tubing.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from the same manufacturing lot and it was found to be operating within specifications at the time of release.